Event description:
It was reported that there was a failure to halt radio frequency (rf) ablation. During an ablation procedure, when the physician came off ablation with the maestro foot switch, the generator continued to deliver rf and continued making the sound of rf. The physician double tapped the foot pedal to come off ablation. No patient injury occurred and the case was completed successfully with no other issues. It was further reported that the procedure was to treat atrial fibrillation.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that there was a failure to halt radio frequency (rf) ablation. During an ablation procedure, when the physician came off ablation with the maestro foot switch, the generator continued to deliver rf and continued making the sound of rf. The physician double tapped the foot pedal to come off ablation. No patient injury occurred and the case was completed successfully with no other issues.